Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported, that during a removal surgery the surgeon broke the driver tip. The screw was removed with a carbide drill. Information on the date of the first surgery and the plates used was not available, nor any further information about the screw. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00598 for the driver involved in this event.